Event description:
Reportedly, the leaflets on this valve were flipped the wrong way, so another valve was used instead. No further info provided.

Manufacturer narrative:
No device returned for eval.